Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump was may be under delivering. Customer¿s blood glucose level was 178 mg/dl at the time of incident. Customer¿s current blood glucose level was 260 mg/dl. The insulin pump will not be returned for analysis.